Manufacturer narrative:
Concomitant medical products: dtbb1d4 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion with possible infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and a new system was implanted a few days later. No further patient complications have been reported as a result of this event.